Event description:
Voluntary medwatch received states the right ventricular lead had an integrity alert triggered due to high-rate sustained episode and high sensing integrity due to oversensing. It was noted that an inappropriate shock showed atrial undersensing and following the shock there was significant ventricular oversensing.

Manufacturer narrative:
Voluntary event report was received. Mw5183364.